Manufacturer narrative:
(B)(4). The complaint device has not yet been received by fisher & paykel healthcare (B)(4) for investigation. We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.

Event description:
A hospital in (B)(6) reported that an rd900aeu neopuff infant resuscitator was not achieving the proper pressure during the maintenance check. The hospital reported that the maximum pressure was 24 when the device was set at 5 liters of flow and 70 cm h2o. The reported product malfunction occurred during maintenance checking. Accordingly, no pt consequence was reported.